Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, lot #: unknown, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used preoperatively for a functional endoscopic sinus surgery (fess). It was reported that there was difficulty tracking the registration probe during a procedure. The system appeared to be fully connected, but lost tracking of the registration probe, which led to difficulties verifying the instrument and thus was unable to begin registration. While on the call, the site adjusted some of the equipment in the room and the issue appears to have resolved. There was no impact on patient outcome and the issue did not cause any delay.